Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported last month their healthcare provider (hcp) checked the implantable neurostimulator (ins) and their machine told them the ins had been off or not working all summer. According to the consumer their therapy was fine, but a manufacturer¿s representative (rep) came in to check the device on (B)(4) 2016 to be sure and said everything was fine, but totally reset the machine just to be sure. Since the reset the ins worked fine when the consumer was sitting, but when they went into certain positions stimulation turned off. During the call the consumer tried bending over and standing up with stimulation stopping when they bent over and stayed off when they stood up. The consumer synched with the device while standing up and stimulation was on with a position of lying.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.